Event description:
Reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 into the patient's eye and noticed a haptic broken. The incision was enlarged to remove the lens and was replaced with another lens. A suture was used to close the wound.